Event description:
During an iliac dilatation procedure, the catheter balloon burst at 15 atm. The catheter was removed and replaced with a competitor's product to complete the procedure. No pt injury or further complications reported.